Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a 6 month pediatric patient underwent a resection loop for intussusception and intestinal anastomosis on (B)(6) 2013 and suture was used. On the fourth post operative day the patient experienced a wound dehiscence of the wall opening and the anastomosis. The wound was reclosed with a different suture. The patient also was diagnosed with an infection.